Manufacturer narrative:
Still under investigation at this time.

Event description:
Information was provided that during drainage of a pneumothorax procedure, the physician made a small skin incision on the neonate child, and attempted to stick the trocar needle into the pleural space. However, during the passage of the intercostal muscles, the trocar needle kinked in the middle and broke at the tip. The pieces were safely retrieved from the patient. A replacement device was used without further difficulties.